Manufacturer narrative:
On (B)(6), 2019, it was reported that the device was returned for maintenance and upon review it was discovered that the cutter was damaged and had to be replaced. The customer returned a meshgraft ii device, serial number (B)(4), for evaluation. DHR review: the device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Medicrea/flextronics has not previously repaired/evaluated meshgraft ii serial number (B)(6) as documented in the repair reports in livelink. Device evaluations results/investigation findings: product review of the meshgraft ii by flextronics on (B)(6), 2019 revealed that the cutter was damaged. The calibration was within specifications and produced a passing sample mesh. The ce mark was missing. There was no ratchet returned with the device. Repair of the meshgraft ii was performed by flextronics on (B)(6), 2019 which included replacement of the cutter. Meshgraft ii, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. Probable cause/root cause: although the reported event was confirmed during inspection of the device, it cannot be determined how the cutter was damaged. Therefore, the root cause cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: review of the information provided during the investigation determined that there are no further actions needed at this time (ie/CAPA/scar/hhe/d). This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
No additional event information was received.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Upon receipt of additional information, the product return and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that the device was returned for maintenance and upon review it was discovered that the cutter was damaged and had to be replaced. There was no patient involvement or adverse events reported as a resulted of this incident.